Event description:
It was additionally reported that the right ventricular (rv) lead had high thresholds. The lead was inactivated and was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076 implantable pacing lead (B)(6) 2005; (B)(4) stent graft (B)(6) 2011; (B)(4) stent graft (B)(6) 2011; (B)(4) stent graft (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed gradually increased impedance in the pace/sense configuration and showed slightly elevated threshold. The lead remains in use. No patient complications have been reported as the result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. The save to disk primary finding noted the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012 and (B)(6) 2013. Weekly pace lead trend data shows an increase for min and max ventricular pace bi impedance = 551 to 1881 ohms peak between (B)(6) 2012 and (B)(6) 2013.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.